Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported gripper issue could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na

Event description:
It was reported that an emergency mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. An xtw mitraclip was attempted to be placed on the valve, but the grippers were not functioning when attempting to orientate. After troubleshooting, the grippers lowered. The clip was implanted with only the posterior gripper insertion not confirmed due to the emergency nature of the procedure. The clip remained stable on the leaflets after release. The mr was reduced to grade 2. No additional information was provided.